Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the angioseal vip device during a procedure. The following information was provided by the user facility: the physician performed a pci on the patient; a 6 fr angioseal was selected to close up the vessel puncture; the physician experienced resistance; it was difficult to insert the angioseal device into the patient's artery; the physician replaced it with a new angioseal device, which was successfully deployed; the procedure was completed successfully; blood loss was reported to be less than 250 ml; and the patient was reported to be safe.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct date received by manufacturer. It was reported in the initial report that the date received by manufacturer date was 03/22/2017. The correct date is 03/21/2017.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation. One 6f angio-seal vip hemostasis sheath and locator were received for evaluation. A blood-like substance was seen on the returned components. The locator had been fully inserted and locked into the hemostasis sheath. No other visual anomalies were noted. Functional testing was performed and the locator was removed from the hemostasis sheath; no anomalies were noted. The hemostasis sheath and locator were then rinsed with water for dimensional inspection. The locator outside diameter measured 0.091" at the sheath-locator interface. (Print 90009732 ver. B specification: 0.092" +0.000" / -0.002"). The hemostasis sheath distal tip thickness measured 0.004" (print 23050-000 ver. J specification: 0.005" maximum). The hemostasis sheath distal tip inside diameter measured 0.091" (print 23050-000 ver. J specification: 0.092" + 0.001"/ -0.002"). The print specifications are applicable to pre-sterile, pre-use conditions; they may also reflect in-process dimensions and not necessarily the final assembly dimensions. Although the returned device does not meet these conditions, the locator outside diameter, hemostasis sheath distal tip thickness, and the hemostasis sheath distal tip inside diameter measurements were consistent with the specifications. Visual, dimensional and functional testing results could not confirm the complaint. The IFU was reviewed and sufficient instructions were found for insertion of device into the body. The DHR was reviewed and no manufacturing issues were found in the devices released to inventory which may have led to this failure mode. Trend analysis was done on part and lot combination and no similar issues were previously found. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed evaluation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.